Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the hmt worked appropriately with other system controllers. No log files would be provided since there were issues with the cables.

Manufacturer narrative:
Section d4: serial number and primary UDI corrected. Section d6a: date of implant was added in error in the initial report. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a communication issue associated with the white power cable was confirmed. Visual inspection of the returned system controller serial number (B)(6) revealed multiple kinked areas in both power cables. Further evaluation confirmed a broken orange wire in the white power cable at the strain relief. The orange wire represents one of the controller¿s communication lines. As a result, there was no communication between the system controller and the test system monitor during analysis. The power cables were replaced with test cables and the proper communication was established. The system controller was functionally tested with the test power cables and was found to function as intended. In conclusion, the reported communication issue was a result of a broken inner wire in the white power cable which appeared to be related to wear and tear due to repetitive lead flexing during use. Hm3 instructions for use rev c section ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ the device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was hooked to heartmate touch (hmt) and was unable to display parameters. Demo equipment was hooked to hmt to rule out defective cable. Patient cable worked appropriately with demo equipment. System controller white lead was suspected to be the concern. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.